Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. Intraoperatively, there was a "tiny bit of bone cement ext ravasated and a pulmonary embolism". Reportedly, the procedure was completed successfully. Patient was ok and has been discharged. No further information was reported.